Manufacturer narrative:
The report states: patient was revised. Surgeon states reason for revision: moderate trunion wear and synovitis. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (left side). Update: follow-up was completed to clarify the complaint description. Corrosion was found on the trunion of the stem. Examination of the reported devices was not possible as they was not returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution for corrosion or synovitis. A review of the (B)(4) tri-lock stem device history records and material certifications did not identify any related manufacturing deviations or anomalies. The investigation can draw no conclusion from the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised. Surgeon states reason for revision: moderate trunnion wear and synovitis.